Event description:
Synergy china registry. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle of right coronary artery (rca) with 90% stenosis and was 8 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 12 mm synergy stent system. Following post dilation, residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Angiography revealed that less than 50% stenosis in middle rca, 50% stenosis in proximal rca, 25-50% in proximal left anterior descending artery (lad), 50% in middle 1st diagonal, and 50-75% in proximal obtuse marginal (om) to middle om. Medication was given, angiography was performed as interventional procedure and angiography without revascularization was also performed to treat the event. The subject did not undergo percutaneous coronary intervention. Four days later, the event was considered to be recovered/resolved and the subject was discharged.